Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the 3-way valve assembly to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided (B)(6).

Event description:
The customer reported the generation of erratic patient results and qc recovery for multiple assays on the au480 clinical chemistry analyzer. Erroneous results from one patient sample was reported outside the lab. A new patient sample was drawn, analyzed and patient results amended. There was no report of change in patient treatment in association with this event.